Event description:
It was reported that the patient underwent a surgical procedure to replace his spectra penile prosthesis (spp) with an inflatable penile prosthesis (ipp) due to unknown reason. No information about the patient's outcome was provided.